Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention in the form of revision surgery. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a phone call was received from a patient with a complaint about a hardware failure for the expedium 5.5mm rod system with bilateral pedicel screws, from l4 to s1. The original surgery (B)(6) 2008 at (B)(6) with dr. (B)(6) (retired). Removal of the hardware on (B)(6) 2018 at (B)(6), dr. (B)(4).